Event description:
Reporter indicated that vns pt was diagnosed with left vocal cord paralysis. One week post-op, the pt complained of pronounced throat irritation and voice change. Three weeks later, treating neurologist indicated that the pt was experienced vocal cord paralysis and that they believed that the lead may need to be respositioned. The pt's family member later reported that the pt had been diagnosed with left vocal cord paralysis by an ent. The pt's family member indicated that the pt's voice was at a whisper. Neurologist believes that the vocal cord paralysis is surgical related and not a result of device stimulation. Neurologist indicated that there has been no change in the pt's voice and that the pt will continued to be followed by surgeon.